Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), the criteria for the right ventricular (rv) lead lead integrity alert (lia) were met, and oversensing associated with the rv. Analyst commented, 138 ventricular sic recorded on (B)(6) 2015, 55 ventricular sic recorded 1(B)(6) 2015, 15 non sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2015. Lead failure predictor triggered on (B)(6) 2015 for ventricular sic and non sustained tachycardia episodes. (B)(4)

Event description:
It was reported that during follow up check, a right ventricular (rv) lead integrity alert (lia) had triggered due to high short interval counts (sic) and approximately two non-sustained ventricular tachycardia (vt) episodes. During subsequent follow-up t-wave oversensing was observed and two non-sustained ventricular tachycardia (vt) episodes . Since r-wave sensing was around 2 millivolts there was no chance to adapt sensitivity and physician decided to replace the rv lead. A new rv lead was implanted, the old lead was capped and remained in the patient. No patient complications have been reported as a result of this event.